Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in a delivered inappropriate shock. The patient was tested in clinic with noise unable to be reproduced. The conditional zone was reprogrammed to 220 beats per minute. Device data was sent to rhythmcare for review. Data review determined this patient had previously received inappropriate therapy approximately three years prior. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.